Event description:
It was reported that during testing conducted by a MFR field svc tech, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion contamination was observed within the bearings.